Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer service states caller called in and stated the frame was damage which caused the castor and fork to bend.